Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and no coverage on the left side. Reprogramming was unable to resolve the issue. X-rays confirmed that both the leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Additional info:d6b - date of explant.